Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that after delivering a correction bolus, customer's blood glucose lowered (44 mg/dl). Contact did not provide further information regarding the low bg. No additional information was provided.